Event description:
The sheath hub detached from the body while inserting the sheath into the patient. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. Visual inspection revealed the sheath was torn just distal from the hemostasis hub, at the most proximal portion of the sheath. Damage was also noted on the snap lock of the dilator. No other visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn sheath is consistent with damage during use.